Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. D9 device return date added. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined.

Event description:
The complainant reported that during support, the optical sensor of an impella cp was not functioning as expected; however, the issue resolved toward the end of the surgical case. It was reported that stents and guidewires were positioned near the optical sensor during the procedure. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
A4. Weight of the patient is unknown. A6. Race is unknown.